Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 31-mar-2024, it was reported that the patient's infusion set fell off during use. The blood glucose level of the patient at the time of event was 330 mg/dl. Moreover, the issue occurred with one infusion set used for two days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.